Event description:
It was reported that the procedure was to treat an unspecified coronary lesion. Pre-dilatation was performed, reducing the stenosis to less than 40%. The 2.5 x 12 mm delivery system was advanced to the lesion, with no reported resistance, but the balloon would not inflate at all and contrast was seen leaking out (from unspecified location). There had been no resistance removing the protective sheaths during preparation. The lesion was treated successfully using a new device. There was no clinically significant delay in procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to inflate and leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.